Manufacturer narrative:
(B)(4). Batch r5au2f. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned with 8 double drivers and 3 single drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? The device was not used. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? The device was not used. Did the device deliver any staples? The staples came out of the reload as soon as it was removed from the packaging. If yes, were the staples that deployed into the tissue in the proper closed b-formation? The device was not used. If no, please explain. If the stapler did fire was the staple line complete? The device was not used. If no, please explain. Did the device cut? The device was not used. If yes, was the cut line complete? Was there any difficulty removing or installting the cartridge into the jaws of the stapler? There was difficulty to fit the reload. Did the event occur pre-operatively or intra-operatively? During surgery. Did the patient have permanent damage?" No did the patient need hospitalization or had hospitalization prolonged due to a product problem?" There was no need to hospitalization due to product. Did the patient need to be reoperated to avoid or correct any damage?" No product was not used.

Event description:
It was reported that during a rectosigmoidectomy procedure the device showed deficiency in the stapler attachment and deficiency in staples. A new cartridge was used to complete the procedure. There were no adverse consequences for the patient.